Manufacturer narrative:
The gore® excluder® iliac branch endoprosthesis was received by gore from the facility and engineering evaluation was performed. The findings from the evaluation were consistent with the reported procedural observations. During investigation, it was confirmed the delivery catheter was broken at the trailing olive; the guidewire lumen of the leading end had fractured. The stent graft had been deployed. The trailing end of the delivery catheter was not returned and, therefore, was not available for analysis. The root cause for the damage to the guidewire lumen could not be determined with the currently available information. However, the reported torqueing of the device may have contributed to this observation. The excluder iliac branch endoprosthesis instructions for use (IFU) states: ¿do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur.¿ in addition, the IFU states ¿do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment.¿

Manufacturer narrative:
(B)(4). Patient medications include valtrex, saw palmetto, and meclizine. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® iliac branch endoprosthesis as part of an endovascular iliac aneurysm repair. During the procedure, an internal iliac component ((B)(4)) was advanced over the iliac bifurcation to the hypogastric artery. According to the report, the delivery catheter appeared to be torqued as it was advanced. Under fluoroscopy, the delivery catheter then reportedly appeared to be in two pieces. The catheter was removed, and visual inspection confirmed the catheter was broken at the trailing olive. The internal iliac component was replaced with another device of the same catalog number, and the procedure went forward without any further reported complications. The patient tolerated the procedure. The leading end of the delivery catheter will be returned to gore for evaluation; however, the trailing end of the catheter was discarded at the facility and will not be available for direct analysis.